Manufacturer narrative:
Other, other text: h6: health effects updated; a1 updated. Additional information received, there was no patient involvement. One device was received for evaluation. Visual inspection found the tamper seal to be broken. The event history log found a downstream occlusion alarm. To conduct functional testing three accuracy tests were performed. Upon testing, the reported problem was not able to be duplicated. The most probable root cause is user error/customer equipment/test method. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump did not delivered medication. It is unknown if there was patient involvement, no adverse patient effects were reported.